Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: did the device fire any staples? How far? A few staples of the proximal end were deployed. How long has the surgeon been using the device? The surgeon had used the device about 10 times before this incident. Has the surgeon been inserviced? Yes. Does the surgeon believe that the device did not function as intended? No, the surgeon understood the function of the device. How is the patient currently? No problem. Is the patient expected to have a full recovery? Yes.

Manufacturer narrative:
(B)(4). Incomplete-interrupted firing. The analysis showed that the atw35 device was received in good visual condition and with a reload loaded in the device. The reload was received partially fired and with the reload lock out spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The returned device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were note to have the proper b-formed shape.

Event description:
It was reported that during a lap nephrectomy, the firing trigger could be little grasped when the device was used on the renal vein. Oozing seemed to occur from the blood vessel. The surgeon suspected that major bleeding would occur when the jaws would be opened since the surgeon had not known lockout system. The operation was converted to open in clamping the renal vein with the device. Then, the device was removed with the release button. The surgeon commented that he might have grasped the firing trigger when the device was checked the function of closing/opening the jaws out of the patient. The sales rep explained the lockout system to the surgeon.